Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery use count increasing from 7 to 8 on (B)(6) 2021 was confirmed via analysis of the log files. The submitted controller periodic log files contained partially overlapping data and spanned approximately 12 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log files captured an increase in the backup battery use count from 7 to 8 on (B)(6) 2021 between 21:11:54 and 22:11:54; this indicates that a loss of external power had occurred at some time between these timestamps, resulting in the backup battery activating to supply power to the system. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and resolved cannot be determined as the events were not captured. The submitted controller event log files contained approximately 9 hours of data combined (9:42:11 ¿ 12:29:34 on (B)(6) 2021 and 5:56:06 ¿ 9:51:09 on (B)(6) 2021 per the timestamps). The event log files did not capture the loss of external power on (B)(6) 2021 due to the event being overwritten by newer data. No notable alarms were active in the submitted periodic or event log files, and the pump maintained a speed above the low speed limit throughout all log files. Additional information provided stated the no external power event on (B)(6) 2021 was due to the patient accidentally disconnecting both power cables at the same time. The patient did this at home and was not symptomatic. The root cause of the reported event was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6) , was shipped to the customer on 28dec2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and while on the table, the patient's pi began to climb from 4.4 to 10.1. Blood pressure was checked. Map (mean arterial pressure) was within range. The patient is asymptomatic. A log file review was requested. During the analysis of the log files technical services observed 126 pi events that were occurring on (B)(6) 2021 from 9:42:11 to 12:29:32. Another file was submitted for review. These logs were obtained after decreasing pump speed to 5300 rpm. Initial flow at that speed was 4 lpm; pi 4.5 and power 3.7 w. The vad team had patient stand up and his flows dropped to 3.8 with pi gradually climbing to 10.1. The vad team sat him down and gradually numbers returned to his normal. The patient reportedly had an echo. The data showed multiple pi events occurring throughout the log. Log files showed that the backup battery was in use on (B)(6) 2021. The reason for the backup battery use is unknown.